Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions.

Event description:
The user facility reported that when the doctor opened the aluminum foil packing, it was found that the bypass tube (transparent protective cover) was apart from the anchor and it could not be put back to the right place. The doctor then applied manual pressure to the puncture site to complete the surgery. It was reporter that the patient was stable. The procedure outcome was reported to be a success.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date.

Manufacturer narrative:
One 6f angioseal vip was returned for evaluation. One hemostasis sheath and carrier tube assembly were returned. The carrier tube assembly appeared to be unused and the bypass tube was attached on its tip enclosing the anchor in its manufacturing position. The hemostasis sheath, locator and the guidewire were also returned. Functional testing was conducted. The bypass tube was inserted into the hemostasis sheath without no difficulties. The device was then pushed to full forward lock position and the anchor exited the carrier tube. Upon pulling the assembly hub to rear lock position the anchor posted against the distal end of the carrier tube as intended. The anchor was manually pulled to reveal the presence of collagen and tamper tube. The complaint allegation could not be confirmed on the returned sample. The bypass tube was present and the device functioned as intended. A review of the device history record of the product code/lot# combination was conducted with no findings. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.